Event description:
A caller reported an error with their continuous glucose monitor, specifically error 42, related to the g6 sensor. There was no adverse impact on the customer¿s blood glucose level. Customer technical support provided the caller with instructions for a complete pump reset, and after the reset, the error persisted. Consequently, customer technical support decided to replace the pump.